Event description:
Patient stated that after receiving her second set of injections for bilateral knees months ago. She started developing issues with her mouth that was later diagnosed as pemphigoid (mucous membrane type in mouth). Patient stated she feels as there may have been some sort of association between the timing of the orthovisc injections and onset of pemphigoid onset. She is now being treated with prednisone and cellcept for this condition and will receive another set of knee injections this month. Is the product compounded: no. Is the product over-the-counter: no.